Event description:
Patient was successfully implanted with the nalu peripheral nerve stimulator on (B)(6) 2022, targeting the ulnar nerve to treat lower arm and hand pain. Patient subsequently reported development of a new pain symptom above the elbow in the implanted extremity. Pain was unable to be relieved after several attempts at troubleshooting and thus the entire nalu system was explanted on (B)(6) 2023.

Manufacturer narrative:
The explanted system was retained by the surgical facility for pathology and is unavailable to nalu for inspection and investigation. No imaging or other tests were made available to nalu for investigation. Increased pain is a known risk of the device and surgical procedure, however the cause in this case is unable to be determined due to lack of device availability for investigation.